Event description:
It was reported that the patient experienced inadequate stimulation due to spinal cord stimulation (scs) lead migration as confirmed via x-ray. The patient underwent lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned per facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred one month ago from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: (B)(4). Model:sc-2218-50 serial: (B)(6). Batch: (B)(6).